Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 530 mg/dl. The customer was treated with insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer also reported insulin flow block alarm and stated that the issue was resolved by complete set change. The customer also reported that the insulin pump had multiple errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Intermittent pump error and the main arm cannot communicate with the motor arm alarmed while monitoring, problem isolated to electronic board stack. Intermittent hal software error detected while monitoring and software error detected was present in the pump trace download, problem isolated to electronic board stack. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.